Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/11/2024, that on 03/19/2024 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. It was reported that the patient experienced a skin reaction with infection, at the needle puncture site, which occurred 2 days after the sensor had been inserted in the abdomen. The patient was brought to the hospital and swabs of the skin were taken to test for a bacterial infection. The patient was given a prescription for oral bactrim (syrup) 3x a day for 5 days. The patient was not admitted and was discharged the same day. At the time of the call the patient was in good condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.